Manufacturer narrative:
H3, h6: part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found that the device has been deployed. The anchor is not pictured, and there are no signs of physical damage to the device or sutures. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and anchor was not returned. The sutures have been tied into a knot and have been cut. There is debris on the sutures and on the shaft of the device. A functional evaluation could not be performed due to the condition in which the device was received. The complaint was not verified, and the root cause could not be determined, since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix ultra pk 5.5mm implant was not secured and fell off from the patient during implantation. The implant was removed from the patient with grasping pliers. The procedure was successfully completed without delay using a back-up device in the original drilled bone hole. No patient complications were reported.